Event description:
The customer reported that the pencil, which comes inside of a medline c-section pack, burned the pt. During the procedure they went to use cautery and it didn't work, so they got a new pencil and it worked fine. After completing the procedure and undraping, they saw burns on the drape. They removed the drape and found burns on the abdomen of the pt. After looking at the cord, they reported that it had a small defect in it. Part of the wire is not covered with the blue plastic coating. The injury reported was three small 2nd degree burns on the abdomen; 1 1/2 cm and 1/2 cm and 1 cm and was treated with topical salve.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.